Event description:
Nurse reported poor odor containment form the fms control.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The nurse reported this event occurred approximately 3 weeks ago and that the fms was placed for diarrhea. Pt did not have clostridium difficile. Pt is no longer in her unit. Poor odor containment may be a result of a increase in leakage of fecal material. This may expose the pt to the risk of wound contamination/infection. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressing to facilitate healing and reduce the risk of potential fecal contamination. No additional event/pt details have been provided to date. A return sample for evaluation is not expected.